Event description:
Marquee mq2016 instrument "gun" and the needle "introducer" c2016b are sticking in the gun when obtaining a specimen for a biopsy. Lot #0001408864 mq2016 lot # refp0588 c2016b this happened with two different biopsy procedures today. Specimen was obtained on both exams, but the equipment was not operating like it should due to this abnormal friction. Manufacturer response for biopsy gun, (brand not provided) (per site reporter) requested mailer to return the product.